Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon detachment occurred. The target lesion was located in the right coronary artery (rca). A 15/4.00 flextome® cutting balloon® was selected for use for the percutaneous coronary intervention for in-stent restenosis to ostial rca. During preparation, it was noted that the balloon broke from the shaft. The device did not enter the patient's body. The procedure was completed with a different device. No patient complications were reported.